Event description:
It was reported that the core impaction drill was overheating at the user facility. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the core impaction drill was overheating at the user facility. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event was not duplicated. Upon disassembly for visual inspection the service technician observed a coupler worn.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.